Event description:
It was reported that during a device check, a message regarding electrical reset was noted. The reset was cleared by virtue of the interrogation and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 383059, lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a partial electrical reset.